Event description:
Implanted port. Catheter disconnected or broke from port. Embolization of catheter. Catheter retreived from right ventricle by interventional radiologist.

Event description:
Add'l info rec'd from MFR 5/21/2004: the device was returned for eval. Engineering eval indicates that the break in the catheter is caused by clavicle-first rib pinch off which is a user related complication. Subcutaneous break/leak of a catheter caused by clavicle first rib compression is not a reportable event per an exemption (e1997005) provided by the FDA.